Event description:
Pt had post-operative wound infection involving implant that required multiple surgeries. Infection was confirmed to be mrsa.

Manufacturer narrative:
Unlikely that the postop infections are caused by the artelon cmc spacer.